Event description:
The patient was inappropriately treated 2 times by the lifevest. The patient also received 1 appropriate treatment during the event while their rhythm was vt at 270 bpm. The patient was reportedly unconscious and in the hospital at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) and non-sustained ventricular tachycardia (nsvt) contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient remained hospitalized following the event. The patient ended use of the lifevest to receive an ICD.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and were found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.